Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 01sep2017. No further follow-up is planned. Evaluation summary: a patient reported the humapen savvio device did not work after the first application. The patient stated the device goes to zero (0) when the dose knob is pushed; however, no insulin comes out. Investigation of the returned device (batch 1512v02, december 2015) found the device could not be dosed. Further investigation of the device found the face clutch spring diameter was out of specification; the out of specification spring was interfering with the housing collar. This interference restricted the ability of the spring to engage the clutch mechanism. Without proper engagement of the clutch mechanism, up to a 100% underdose can be delivered. Malfunction confirmed. This is the first occurrence with this type of issue for this savvio batch. The root cause for the use of the out of specification face clutch spring was determined to be assembly related. Operators use a point of assembly gauge to ensure face clutch springs meet outside diameter specifications. If the spring falls freely down through the gauge, the spring is acceptable for use; acceptable springs are placed into a bin for use. If the spring does not fall through the gauge, the spring does not meet outside diameter specification, and the spring is placed in a locked, reject bin. The investigation determined the out of specification spring was either related to operator error or became tangled with another spring after inspection. Corrective actions were implemented to improve the face clutch spring gauging operation beginning with batch 1608v08 (manufactured august 2016). The gauge fixture was re-designed, acceptable springs are placed in a tray to eliminate potential tangling, and work instructions were created or revised to reflect the new gauging process. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint (pc), regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2017, it was reported that the patient brought back to the pharmacy the humapen savvio blue with the complaint that after the first application the pen was not working. When the dose knob was pressed it goes to zero but no insulin came out. This humapen savvio blue pen is associated with pc (B)(4) for lot 1512v02. Upon the analysis, following the return of device on 31jul2017, the face clutch spring diameter was out of specification. The out of specification spring was interfering with the housing collar, which restricted the ability of the spring to engage the clutch mechanism. Without proper engagement of the clutch mechanism, up to a 100 percent under dose could be delivered. This was the first occurrence with this type of issue for this savvio batch. The root cause for the use of the out of specification face clutch spring was determined to be assembly related. The operator of the pen, training information, and duration of use were unknown. This occurred with the first application of the suspect pen. The humapen savvio blue model ms9695 was returned on 31jul2017. Update 01sep2017: additional information received on 31aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information. Added date of manufacturer for pc (B)(4) which was associated with humapen savvio (blue). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Investigation in progress. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2017 it was reported that the patient brought back to the pharmacy the humapen savvio blue with the complaint that after the fir(st) application the pen is not working. When the dose knob was pressed it goes to zero but no insulin came out. This humapen savvio blue pen is associated with pc (B)(4) for lot 1512v02. The operator of the pen, training information, and duration of use were unknown. The humapen savvio blue model ms9695 was returned on 31jul2017.